Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 02/06/2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. Patient reported that the patient was awoken by patient's husband because her continuous glucose monitor (cgm) alerted for a low. Patient's husband treated patient with glucose and a drink containing sugar. Patient's husband performed a finger stick (fs) reading and no value was present. Patient's husband called 911. Paramedics arrived and treated patient with IV fluids and glucose. Patient's husband gave patient a peanut butter sandwich. Paramedics stayed with patient for twenty to thirty minutes until patient was alert. Patient refuse to be transported to hospital. At time of contact, patient is fine. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A root cause could not be determined.